Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned to abbott vascular for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Balloon material ruptures can be affected by numerous factors such as balloon damage during processing of the balloon material, inflation technique, interactions with other devices, lesion calcification and tortuosity, a previously implanted stent or insufficient preparation prior to use. It is possible that during advancement toward the lesion, the device met resistance with the anatomy and or other devices used during the procedure, resulting in the balloon rupture; however, this could not be confirmed. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an nc trek balloon was inflated to 18 atmospheres, however, the balloon ruptured. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.